Event description:
A malfunction was reported with the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who guided them through a pump reset procedure, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.